Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Triluminate pivotal study report patient ID: (B)(6). It was reported that this was a second triclip procedure performed to treat functional tricuspid regurgitation (tr) of grade 5. During the first triclip procedure, one triclip was implanted, reducing the tr from grade 4 to grade 3. On (B)(6) 2022, the patient underwent a second triclip procedure, performed to treat worsening functional tr of grade 5. The patient anatomy included a tethered septal leaflet and large coaptation gap. The first xtw triclip was prepared for use and no issues were noted. The leaflets were grasped; however, when establishing final arm angle (efaa), the triclip opened. The decision was made to remove the triclip. There was no adverse patient effect and the procedure continued. Two triclips were implanted on the anterior / septal leaflets, reducing the tr from grade 5 to grade 2. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).